Event description:
Balloon ruptured longitudinally. Inflation device used.

Manufacturer narrative:
The acutal device was returned to be evaluated. The balloon was noted to be ruptured longitudinally. Additional information received from the facility indicates that the dr slightly exceeded the rated burst pressure when using the inflation device. The facility indicated that the patient suffered no adverse sequelae associated with this event. These ballon catheters are manufactured and purchased from numed. The sample and all available info has been forwarded to numed for eval. If numed's eval reveals any add'l info, a follow-up report will be filed.